Event description:
Additional information was received that the patient had endocarditis and staphylococcus aureus was observed on the culture.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead and device. During the replacement procedure, an infection was visually observed in the pocket. The entire system was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The lead was returned due to infection. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.